Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, customer primed the tubing to address the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.